Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully on the 9th october 2010 and that it had performed to specification up to the 3rd april 2011. Between the 10th april 2011 and the 8th may 2011 the device recorded three configuration fails along with nonsensical data, all during weekly auto self-tests. The technical log indicates the shock button was held on during the auto self-test. Multiple manual power ups all of ten minutes duration were observed between the 17th october 2013 and the 23rd october 2013. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs confirmed a failing membrane. The fault could not be replicated with a new membrane fitted. The investigation also examined the shock button and found it was correctly positioned and functioned as expected with no measurable fault found. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.